Manufacturer narrative:
Average age. Date of event: date of publication journal article title: impact of plaque dilation before carotid artery stent deployment journal of vascular surgery lauricella et al 843 volume 71, number 3 https://doi.org/10.1016/j.jvs.2019.05.048. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature journal, impact of plaque dilation before carotid artery stent deployment, that a study was carried out to analyse the effect of maximum dilation of the carotid plaque before stent deployment (max-pre-sd) or after stent deployment (post-sd) on macroscopic plaque debris, hemodynamic depression (hd), and immediate major adverse events. This prospective nonrandomized multicentre study analysed patients treated for carotid artery stenosis with cas from january 2014 to august 2016. A total of 309 patients were enrolled and treated with standard cas performed using a proximal occlusion cerebral embolic protection device; 149 received max-pre-sd and 160 were treated with post-sd. Proximal cerebral epd mo.ma and 8f piton gc along with non-medtronic devices were used in the study. The proximal cerebral epd mo.ma was used in all cases. Max-pre-sd seems to be a safe and feasible technical modification to the cas procedure. Macroscopic debris, hd, and mess are significantly reduced compared with cas with post-sd. There were 7 adverse events (6 minor stroke <(&)> 1 major stroke) and 1 death reported.